Event description:
Customer's daughter reported customer received an error message on their medisense optium meter and self-administered with insulin medication. Customer's daughter reported as a result, customer experienced symptoms of confusion, jitteriness, shakiness, upset and "paranoia". Paramedics were called and treated customer with "quick acting dextrose". There is no report on diagnosis, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.